Manufacturer narrative:
The reported event is confirmed - manufacturing related due to the lubricant on the catheter not being activated from no water in the water packet. Visual inspection noted one (1) magic3 intermittent catheter in opened packaging with sealed empty water packet. No bumps, flashes, or nick present. No water was present in the water packet. Due to the lubricant on the catheter not being activated from no water in the water packet, the intermittent catheter may have been difficult to insert. Therefore, the product does not meet specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient had bleeding, painful withdrawal, and urinary tract infection while using this magic 3 intermittent catheter. Unknown what medical intervention was provided for urinary tract infection. Per additional information received via sample form on 20apr2023, it was reported that the intermittent catheter was very painful inserting and more so when removing it and it has been using catheters over 2 years and had very little problems, the ones that replaced these were same they have been using all along. Stated that the customer had urinary tract infection twice, urgent care twice and antibiotic twice. Per follow-up via phone on 26apr2023, it was reported that the customer received a sample pack from liberator and was able to find another catheter that worked without any pain or discomfort. Per notification from investigator on 04may2023, it was found that a sealed empty water packet was present during the sample evaluation.

Event description:
It was reported that the patient had bleeding, painful withdrawal, and urinary tract infection while using this magic 3 intermittent catheter. Unknown what medical intervention was provided for urinary tract infection. Per additional information received via sample form on (B)(6) 2023, it was reported that the intermittent catheter was very painful inserting and more so when removing it and it has been using catheters over 2 years and had very little problems, the ones that replaced these were same they have been using all along. Stated that the customer had urinary tract infection twice, urgent care twice and antibiotic twice. Per follow-up via phone on (B)(6) 2023, it was reported that the customer received a sample pack from liberator and was able to find another catheter that worked without any pain or discomfort.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.